Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device lost image for 30 seconds during a procedure. There were no adverse consequences as a result.

Event description:
It was reported that the device lost image for 30 seconds during a procedure. There were no adverse consequences as a result.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: "distributor's rep reported a drop in signal to both system monitors a number of hours into a surgical case while in use. Completed successfully, an alternative camera system was brought in and used image was lost for 5-10 seconds, then again for 30 seconds" conclusion: reported failure mode was partially reproduced during investigation; synk 4k transmitter experienced wireless connectivity issues during testing. Comparison of wireless metrics from st logs downloaded from both the transmitter and test receiver indicate potential hardware malfunction with the transmitter wireless module. While both wired and wireless video loss were not encountered during testing, logs do indicate a possible correlation with wireless issues. In general, transmitter video loss issues on the wired hdmi loopout are usually unrelated to any underlying wireless issues due to different hardware modules involved, but due to the correlation of timing between logged video interruption events and wireless connectivity errors, probable root cause may be due to an underlying hardware fault that is affecting both wireless connectivity and video processing functions. Other possible causes of intermittent wired video loss include: 1) video source malfunction. 2) loose/damaged hdmi cables. The failure mode will be monitored for future reoccurrence.